Manufacturer narrative:
Event description continuation: in terms of catheter proximity, the smart touch catheter was ablating around the lspv while the lasso nav eco catheter was positioned in the lspv. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no error messages on any bwi equipment during the procedure. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: lasso nav eco catheter (model# unknown lot# unknown). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, a pericardial effusion was confirmed via intracardiac echocardiogram. Remainder of procedure was aborted. No intervention was provided at that time. Patient was reported to be in stable condition. Post-procedure, while in recovery, a pericardiocentesis yielded an unknown amount of fluid. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that the adverse event resulted from manipulation of the catheter in the left atrium. Transseptal puncture was performed with a baylis medical nrg transseptal needle. Sheaths used were a st. Jude medical agilis 8.5 french and a st. Jude medical sl1 8.5 french. Generator settings included power control mode with default cut-off values. Maximum power was 31 watts, maximum temperature was 37.6°c, and initial impedance was 146 ohms. Overall ablation time and last ablation cycle time at the site of injury were not reported, as the time and site of injury are unknown. Total time of last ablation was 5 minutes and 34 seconds using a ¿drag and burn¿ technique around the left superior pulmonary vein (lspv). Irrigated catheter flow was set at 17ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds. Catheter functioned properly and correctly displayed high force readings during the procedure.